Event description:
It was reported, that the patient presented to the hospital for a device changeout procedure. Interrogation of the pulse generator noted, that the right ventricular (rv) lead was oversensing noise. Resulted in noise reversion. The lead had also failed to sense. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited noise.